Event description:
During product evaluation, the pump's main batteries were identified as "bad." There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA (B)(4). Evaluation summary: the condition of main batteries identified as being "bad" was confirmed during product evaluation. Inspection of the device found that the pump's main batteries were three discharges below their alarm threshold. The main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA (B)(4). Continued: 6000001-2/25/05-004-c and 6000001-12/13/05-019-c.